Event description:
It was reported that this right atrial (ra) lead exhibited low p-wave measurements. To date, there is no intervention information available from the field. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).